Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged breathing problem. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Previously type of reportable event was marked as a serious injury which is incorrectly marked now it is correctly marked as malfunction.